Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer stated that she wears the device in her bra. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm noted. All buttons function properly; however unit had moisture on keypad traces. Unit had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.